Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted an unknown cup approximately in 2005. Since the exact implantation date was not reported, it will be entered as the first day of the first month of the year reported (2005).

Manufacturer narrative:
The manufacturer did not receive devices and/or x-rays for review. Revision surgery report was provided as no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown cup on the right side on unknown date. The patient was revised on (B)(6) 2015 due to loosening of the cup. According to the revision surgery report, metallosis was found during the revision surgery.

Manufacturer narrative:
Investigation results were made available. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e allofit alloclasic cups) are marketed in USA, and therefore this report was filed. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Compatibility of components: the compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer. Review of event description: revision due to cup loosening and mesh separation. Review of incoming x-rays: two x-rays, a pelvis overview and an ap view, were received for evaluation in pdf format. The x-rays are undated and without patient identification. The quality of the images is insufficient for evaluation. However, both x-rays show a debonding of the sulmesh and tilting of the cup. The head seems not to be centered in the shell and the cup has a rather steep inclination. Review of surgical reports: surgical report of revision, dated august 28, 2015, from (B)(4): the epicrisis section of the report states a status after primary implantation on the right hip in 1999 which shortly after followed a revision of the total hip endoprosthesis in the "(B)(4)" in 2001. Recently, there was a pain-related limitation of range of motion as well as walking distance. Trendelenburg's sign is positive for the right hip. Clinically and radiologically a cup dislocation is found whereby the titanium mesh is integrated into the acetabulum. The cup is disconnected from the mesh and tilted to lateral. Therefore the indication for the cup revision is given. In the procedure section it is stated that upon opening of the joint capsule serous effusion drains out. There is clear metallosis in the entire right hip joint. The cup is extracted. The titanium mesh is completely integrated into the bone and can only be removed with great effort using various chisels. After intensive jet lavage and reaming of the acetabulum an ades shell, size 52 is cemented. With a 52 mm polyethylene insert and a 28 mm head of neck length s a stable situation with equal leg length can be achieved. Examination of the manufacturing documents: the manufacturing documents were inspected. The information about the production and the expiration date of the retrievals at hand were given. Based on this information there are several possibilities of implantation dates. Considering the expiration date of the shell (2003) it is unlikely that the initially reported implantation date (approximately 2005) is correct. The surgical report of revision mentions a revision of the total hip endoprosthesis in 2001, which better corresponds to the implantation date. Devices analysis, visual examination: all retrieved components were received in the same bag without separate packaging that would prevent further damage to the explants during shipping. The bag's color coding indicates that the explants were steam sterilized. On the anchoring side of the fitek shell approximately 75% of the sulmesh is missing. None of the missing sulmesh was received for investigation. There is some damage on one of the screw cones. The anchoring side of the shell is partially covered by imprints of the sulmesh. In addition, some small polished spots are visible around the pole. On the inside of the shell there are some scratches, nicks and two small holes, most probably deriving from revision surgery. The pe insert shows some scratches, nicks and cut-ins deriving most probably from revision surgery. In the cut-ins area the polyethylene is dark red stained, most probably due to blood infiltration in the cut-ins. A small crack can be observed on the tip of the pole plug. This could be attributed to the revision surgery as well. The pe insert is slightly deformed to an oval and a small air bulge is noticeable on the hooded area. The marking is hardly readable. These phenomena could be attributed to the steam sterilization. The polyethylene is partially yellowish discolored. On the anchoring side of the insert, there is a set of indentations from the anti-rotational spikes of the shell. In addition, two marks from the shell's screw cones are noticeable. In one location there are few areas with a dark material adhering on the polyethylene. This dark material could be the ink from the patient stickers that were packed in the same bag with the components. On the articulation surface a clear borderline between the loaded and the unloaded area is visible. The loaded area covers approximately 2/3 of the articulation surface and appears polished. Machining marks are still recognizable in the unloaded area. The polyethylene rim exhibits a sickle-shaped worn area with signs of particle delamination. Opposite to this a small whitish area can be recognized on the rim as well as on the adjacent articulation surface. There is some abrasion on the outer rim of the hooded area. On the articulation surface of the cocr head there are fine and coarse scratches visible. The latter could derive from revision surgery and/or shipment to zimmer. Near the equator an area with round, matt and slightly rough spots can be observed. Their origin stays unknown. De-bonding of the sulmesh from the titanium substrate has been recognized and investigated. A new manufacturing process has been released and implemented on july 7, 2007. Investigation into different manufacturing processes suggested diffusion bonding as the best solution to improve the anchorage of the sulmesh on the titanium substrate. Diffusion bonding will ensure a much better force transmission between the sulmesh and the substrate, leading to stress reduction in the sulmesh. Based on this investigation results it can be concluded that the reported error pattern can be referred to the known issue related to de-bonding of the sulmesh from the titanium substrate that resulted in a design change. The product that was reported in this complaint was produced before the design change. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the implanted device was a fitek shell with screws o 54/jj.